Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Event description:
Procedure: revision of competitor's devices in l4 to s1 minimally invasive surgery (mis) fusion. While inserting a 9x50mm screw, the hex tip of the driver broke off in the shank of the screw. The broken tip could not be retrieved and was left in the implanted screw. The spinal construct was completed as the rod and set screws were torque down. There were no adverse consequences to the patient and no resulting delay. Concomitant device: 9 x 50mm pedicle screw, catalog no. Unknown.

Manufacturer narrative:
Visual examination of the returned driver revealed that breakage occurred at the driver¿s distal tip. The remainder of the distal tip was not returned for evaluation as it was left inside the shank of the screw inside the patient. No other defects or abnormalities were observed during evaluation of product. Although no definitive conclusions can be made, scanning electron microscopy (sem) analysis found evidence of torsional shear plastic deformation, indicating the failure started at the hex lobes. No material defects or other abnormalities were observed in the analysis. It was reported that during the event, the surgeon had removed a 7.5mm x 50mm competitor screw and elected not to use a tap when inserting a 9mm x 50mm screw, most likely causing or contributing to the driver¿s distal tip fracture during the screw insertion. Review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Complaint trend analysis found no observed trends for issues of this nature. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.